Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai b shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella console displayed the following alarms: ¿impella stop ¿ retrograde flow,¿ ¿impella stop ¿ motor current too high,¿ and ¿purge flow decreased.¿ the physician repeatedly attempted to restart the pump; however, the pump failed to restart. The pump was subsequently withdrawn back into the aorta. The patient remained hemodynamically stable, and the norepinephrine dose was increased to maintain a mean arterial pressure (map) of 70 mmhg. The partial thromboplastin time (ptt) was 70 seconds. The patient was then transferred to the cath lab, where the impella cp was removed. The femoral access site was closed without complications. After removal of the impella, the physician observed a blood clot at the outlet area of the device. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-9 at 3.5l/min with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: added devices return information.